Event description:
It was reported that earlier in the week of the report when the patient stood up, she would get dizzy. It had progressed to a headache and the patient would spin and fall over. The patient was really dizzy and it took her breath away. The patient was nauseous. When the patient stood, she felt like she was getting more medication. It was also reported that the patient¿s back hurt on the right side near the catheter sight. The patient was rubbing her back where the pain was and when she stopped she felt like she got a rush of medication. The patient was very sensitive to the prialt (ziconotide) in the pump. The drug worked excellent but the patient had to be really careful with the dosing. The patient did not feel well on the morning of the report and felt like she was getting more medication. It was noted that the patient had no falls or traumas. It was also noted that the patient had lost weight. The patient¿s pump in the front stuck out but was not flipping. The top notch on the pump had grown to her skin. Additional information received reported the event was attributed to drug effects. There was no known pump or catheter issue. It was thought the event was due to drug effects from either cymbalta or prialt. The patient was instructed to decrease the cymbalta. The patient was called on (B)(6) 2015 and the symptoms were better. The patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#(B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).